Event description:
It was reported that ongoing occlusion alarms occurred. Customer¿s blood glucose level was 518 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Reportedly, the customer reverted to an alternate method of insulin therapy.